Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated with rf telemetry. It was noted that other pacemakers and icds were interrogated with the programmer successfully during the day. Wand telemetry was successful and at the end of the day, remote transmission was successful. No programming changes were made. The patient will be followed-up normally.